Event description:
It was reported that the ventilator alarmed for low expiratory minute volume. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator passed functional test and pre-use check tests and no malfunction was found. No parts were replaced. The ventilator passed pre-use check prior ventilation was started and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. A successful pre-use check was performed three days before the event date. Clinical alarms were generated in (B)(6) 2022, expiratory minute volume low. The generated alarms indicates that a leakage situation occurred. The root cause for the reported problem could not be determined.